Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removed the pump case from the pump and the cartridge "slipped out of the pump". Customer's blood glucose level was 167 mg/dl. Customer loaded cartridge back onto the pump. Customer thought additional insulin was delivered when the cartridge slipped out and customer went to the emergency room (ER). No treatment was administered and after 1.5 hours customer left the ER feeling "good". Bg remained at 167 mg/dl.